Event description:
Tech alleged that the head end of bed will not go up. No patient impact.

Manufacturer narrative:
Tech found the solenoid valve was stuck. The tech replaced the solenoid valve to resolve the issue.